Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the associated defibrillator failed to discharge using these electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The electrodes were returned for evaluation; the malfunction was duplicated during visual evaluation. The malfunction was attributed to a disconnected jumper wire (self test wire) on the electrode pad. This type of failure does not disable the electrode from delivering therapy when attached to a defibrillator. This condition only impacts the self-test feature of the defibrillator. Reports of this nature do not pose clinical impact and does not meet our guidelines for reportability. Analysis for reports of this type has not identified an increase in trend.